Event description:
The customer called in for help with his meter. While troubleshooting, he performed a control test and received a reading of 193 mg/dl. The normal control range is 98-136 mg/dl. The customer did not allege any adverse events. The test strips were returned for evaluation, and replacement test strips were sent.

Manufacturer narrative:
The qa lab found the returned test strips to read an average of 44 mg/dl high, out of specification. The complaint was initially missed by customer service, so it will be submitted past the 30 day window.